Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the monitor made a loud noise and smelled like burning rubber. The patient disconnected the monitor. A new monitor will be sent to the patient. The patient was instructed not to plug the monitor back in. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the monitor found no defects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.